Manufacturer narrative:
The product was not returned for analysis. Results from the product history records indicate the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested and received.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt developed intraocular inflammation. The pt was treated with medications and is recovering.